Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: evaluation determined that the foot pedal cord was defective.

Event description:
Customer said that their tumescent pump constantly runs even when the foot pedal is not being depressed.